Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. A visual inspection of the device has two kinks at 14mm from the tip while in the neutral position, between ring 1 and 2, and at 7cm from the tip. The shaft is ripped at 15mm from the tip and the center support is broken and protruding out the shaft. The ring #1 & #2 has broken adhesive and fluids under them. The right and the left curves are placed out of the template shaded area, the device failed the dimensional test. The three rings were removed and the shaft was dissected. It was observed that the kevlar was not covering the solder joint. The kevlar was removed, and the center support was found broken. The steering wires were found properly attached to the center support. No other defects were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed 29jun2016. It was reported that the steering mechanism was broken. The target lesion was located in the tricuspidal-annulus valve. During the procedure, the physician begun ablation and after some rf application, the catheter was removed out of the body due to no bidirectional block. The catheter was checked for some charring and no charring was noted but it was noticed that the steering mechanism was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed broken adhesive, a ripped shaft and the center support protruding out of the shaft.